Event description:
An implant card was received which indicated that the patient underwent generator replacement surgery due to "inactive painful stimulation." The lead impedance was marked as "ok". Attempts for additional information will be performed. No additional information has been received to date.